Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer received suspected false negative results using the cue covid-19 test for home and over the counter (otc) use. The customer is questioning the negative cue covid-19 test results because her family members have tested positive for covid-19. No further information provided including date of event, number of events, cartridge lot number, cartridge serial number, reader serial number, patient specific information or if any outside confirmatory tests were taken. See related case for additional false negative reported by customer.